Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance (pm) performed by a distributor, the cardiosave intra-aortic balloon pump (iabp) had a failed fill manifold test in the k3 step test. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings and investigation conclusion), h10. The cardiosave intra-aortic balloon pump (iabp) had the failed fill manifold test in the k3 step test find out during pm+fsca_sw_d.00. Difference is 4mmhg and in the service manual it is +/- 6mmhg. Is it acceptable please, or fill manifold (0104-00-0014) should be changed. The rest of the all man test was passed. There is no information what is exact failure and is their any parts replaced. H3 other text : device not returned